Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced seizures. The customer¿s blood glucose level was 144 mg/dl and 306 mg/dl. The customer reported that they delivered a bolus and while calculating the blood glucose the seizures occurred. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer also reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low event was 96 mg/dl. The low limit in sensor setting was 90 mg/dl. The blood glucose value associated with the triggered suspend event was 144 mg/dl. The device will not be returned for analysis.